Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The wife reported via phone call that the customer was hospitalized on 12/07/2015. The customer's blood glucose was 177 mg/dl at the time of hospitalization. The wife stated the cause of the hospitalization was unknown. The customer was treated with an insulin drip at the hospital. The customer was wearing the insulin pump at the time of hospitalization. The wife declined to troubleshoot for the insulin pump. The wife declined to return the insulin pump for analysis.